Event description:
Info received indicates the foot end casters are not holding in brake.

Manufacturer narrative:
The technician found the brake/steer was damaged, and used a brake/steer upgrade to repair the stretcher.